Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.10. The customer reported that the system had no power of the ultrasound handpiece. There was no patient harm. The company service representative examined the system but did not replicate the reported event. The system was then tested and me all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that with the console, an ultrasound handpiece could not generate power during surgery. There was no report of any patient harm.